Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to read the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.